Event description:
It was reported that the screw would not engage to the stem extension. Surgery was prolonged by 90 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.